Manufacturer narrative:
The returned device was evaluated and the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The distal tip of the soft cannula was observed to be damaged. The damage occurred above the cross-drill, allowing fluid to flow through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone16.1. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reports delivering 117 units of insulin with the pod.